Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was not received from the customer, therefore, evaluation of the device was not possible. There was no sufficient clinical information available. Therefore, the root cause of the access site bleed could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ for access site bleeding, it ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that an 81-year-old male was implanted with an impella cp for mechanical circulatory support. It was reported that the patient developed an access site bleed and it was not possible to achieve sufficient control of bleeding. Two proglides were used during the explant of the impella cp. However, protamine was used to successfully obtain hemostasis.